Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, the ring on the competitor constrained liner was found broken. No trauma was reported to the rep. The proximal stem body and metal head were revised to a stryker proximal stem body, femoral head, and liner.

Event description:
It was reported that patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, the ring on the competitor constrained liner was found broken. No trauma was reported to the rep. The proximal stem body and metal head were revised to a stryker proximal stem body, femoral head, and liner.

Manufacturer narrative:
An event regarding disassociation involving a restoration modular body was reported. The event was confirmed based on evaluation of the returned devices. Method & results: -product evaluation and results: material analysis concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Eds showed the head was consistent with astm f1537 alloy, the cone body and the adhered debris from the head were consistent with a ti-6al-4v alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms the disassociated head and stem. Need patient demographics, operative reports, clinical reports, histopathology reports, office notes, serial x-rays and examination of the explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other similar events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including patient demographics, operative reports, clinical reports, histopathology reports, office notes, serial x-rays are needed to fully investigate the event.